Event description:
It was reported in an abstract that a total of 12 patient underwent balloon kyphoplasty procedures (bkp) to treat vertebral compression fractures. Treated levels included t12, l1, and l2. It was reported that three cases of cement extravasation occurred toward the intervertebral disc. No patient complications were reported. No further information was obtained. The type of cement used was not specified in the abstract.

Manufacturer narrative:
Literature citation: takahiko hyakumachi, shigenobu sato, yasushi yanagibashi, yuichiro abe, hiroyuki yasuda. "Current situation of a vertebroplasty in our department". Mean age 70.8 years old. Pt sex: 8 female; 4 male participants. Date of event is unknown. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.